Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported by the affiliate that during a transversus abdominis muscle release (tar) procedure, the device did not staple but cut. Another like device, with a different lot number, was used to complete the procedure. No further information is available. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m55e2g. The analysis results found that the cdh29a device arrived with no apparent damage. The anvil and the breakaway washer were not present and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with a test washer and anvil and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The test anvil was placed on the device completely and without any difficulties and did not detach during functional testing.